Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board was replaced, the nodes were flashed, the calibration files were reloaded and the power supply was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not stay on, displayed a communication failure error message, and the handle was loose and it seemed to be making x-rays without the switch being pressed. This happened outside of a procedure. No pt injury was reported.